Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the ins hadn¿t been working since the device was implanted. The patient met with a manufacturer representative a few times in the office to try to get the ins to work. The patient reported that the manufacturer representative couldn¿t get the left side to work and told that patient that it could be because of dry blood on the main wire. The patient reported that it hurts constantly where the leads and generator are and that it hurts to touch the skin. The patient had an appointment scheduled to have their ins removed, but they had to cancel the appointment because they ¿got sick with personal issues.¿ the patient reported that they caught c. Diff due to a back area infection in the patient¿s colon and stomach. The patient noted that the getting sick with c. Diff was not related to the device. The patient also mentioned that they got into an altercation with their implanting physician and they were dismissed from their care. The patient wanted the manufacturer to contact their physician so that they could have their device removed. The patient mentioned that they had a lawyer and that they didn¿t want to get them involved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had falls and seizures. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the patient was explanted on (B)(6) 2017. The manufacturer representative did not expect the device to be returned for analysis and did not suspect any malfunctions. It was reported that the patient was doing fine and no further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that on (B)(6) 2017 both his lead and neurostimulator were removed because "when it was installed, the whole left side wasn't working" so it had to be removed. Patient stated that the whole left side was not working since implant and that the next day after implant, (B)(6) 2017, the patient started experiencing severe pains. Patient said that he has a lawyer and the reason he was calling was to obtain his device serial/model numbers. The information was reviewed with the patient and patient confirmed that he has an ID card (patient said during the call that "he was never given the serial number to see if the implant was working properly or not"). It was reviewed that the internal device equipment serial and model numbers are listed on the ID card. Patient asked if the issues above happened to other people and if other people had to have their devices removed. It was reviewed with the patient information listed in the patient programmer manual regarding "possible system complications/adverse effects of therapy". No further complications were reported. No additional patient symptoms were reported.